Event description:
The facility reported an infusion pump with a failure code 804:52. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved or device programming. No add'l contact info was available.